Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA-2017-0007. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event. On 20-march-2017, technical support advised the customer to decontaminate the aia-900 and to recalibrate the instrument before the next scheduled api patient. The customer had not completed a routine maintenance on the instrument. No further action is required. The most probable cause for specimen results for bmg were slightly high was the lack of routine maintenance.

Event description:
On (B)(6) 2017, a customer reported specimen results for bmg were slightly high on the aia-900 instrument. The customer didn't have any sample left to repeat the run.